Event description:
Momcozy breast pump that is wearable is not recommended for a pumping person with a baby in the nicu. The company has to advertise that. This parent is producing very little breastmilk no matter how often they pump.